Manufacturer narrative:
Although no sample will be returned in conjunction with this report, an investigation will be conducted. Upon completion of the investigation, a follow up medwatch will be submitted.

Event description:
As reported by hospital to convenience kit tray package, air has been visualized in the tubing of the fluid delivery set during use. There has been no injection of air or patient injury. Although no sample will be returned in conjunction with this report, a sample has been returned for an additional similar report from the hospital.